Event description:
The customer reported that the 0.2 micron small filter extension set leaked during an infusion. The set was labeled ¿dex gtt¿. No patient harm was reported. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. This set was combined together with other sets and sent to the biomed team for inspection and testing. No specific event details were provided, and no patient harm was reported.

Manufacturer narrative:
The customer¿s report of a filter leak was not confirmed. Functional testing of priming and infusion and pressure testing were successful and did not replicate any leaks with the received set. The root cause of the customer¿s report could not be identified because no leaks were replicated during internal lab testing.

Manufacturer narrative:
Although requested, the affected product has not been received, and patient information was not provided. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a general issue of sets leaking in different care areas including cicu and nicu, and stated the leaks may have occurred with tpn solutions at either the filter or a connection point. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. Some sets leaked during patient use at either the filter or a connection to another set, and some sets contained cracks on the filter or luer. The sequestered sets were combined together and sent to the biomed team for inspection and testing. No specific event details were provided, and no patient harm was reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the 0.2 micron small filter extension set leaked during an infusion. The set was labeled ¿dex gtt¿. No patient harm was reported. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. This set was combined together with other sets and sent to the biomed team for inspection and testing. No specific event details were provided, and no patient harm was reported.